Manufacturer narrative:
Citation: bax jj et al. Open issues in transcatheter aortic valve implantation. Part 2: procedural issues and outcomes after transcatheter aortic valve implantation. Eur heart j. 2014 oct 7;35(38):2639-54. Doi: 10.1093/eurheartj/ehu257. Epub 2014 jul 25. Earliest date of publish used for event date. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without the return of the product, no definitive conclusion can be made regarding the clinical observations. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information via literature regarding a review of the procedural issues and outcomes following transcatheter aortic valve implantation (tavi) such as: the choice between different access sites, the quantification and prediction of aortic regurgitation, the prevalence of patient¿prosthesis mismatch, development of conduction abnormalities with subsequent need for a permanent pacemaker, valve-in-valve procedures, and occurrence of cerebrovascular events. All data were selected from studies published between 2000 and 2014. In total, the review analyzed a population of 46,209 patients (mean gender, age, and weight were not provided), an undisclosed number of which were implanted with a medtronic corevalve bioprosthetic valve. No serial numbers were provided. Among all patients, adverse events included: permanent pacemaker implantation, new-onset left bundle branch block, high grade or complete atrioventricular block followed by severe symptomatic bradycardia, atrial fibrillation, stroke, coronary ostial obstruction due to transcatheter aortic valve-in-surgical aortic valve (tav-in-sav) implantation, moderate-severe aortic paravalvular regurgitation, moderate stenosis, shallow/deep deployment of the valve, patient¿prosthesis mismatch, and access site vascular complications. Multiple manufacturers were noted in the literature; based on the available information a direct correlation could not be made between medtronic product and the observed adverse events. No additional adverse patient effects or product performance issues were reported.